Event description:
It was reported that the patient passed away. Reportedly, his mother found him unresponsive in the morning after putting him to bed the evening before. The physician indicated that he was very certain it was related to sudep. She did not believe it was related to the vns. No further relevant information has been received to date.